Manufacturer narrative:
The (B)(4) service technician was able to reproduce the "stopped motor error". Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the unit would not operate. A "stopped motor error" occurred. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.